Event description:
A customer reported obtaining a troponin (accutni) result above the ami cut-off for one (1) emergency room (ER) patient. The result was generated by an access 2 immunoassay analyzer, used in conjunction with access accutni calibrators (lot 018864) and accutni reagent (lot 112157). The result was reported out of the laboratory. Earlier on the day of the event, a previous sample from the same patient yielded a result within the normal reference range. Subsequent testing on the same instrument yielded results within the normal reference range. There were no reports of death, injury, or change to patient treatment made in connection with this event.

Manufacturer narrative:
The sample was collected in a 7 ml pst tube and centrifuged at room temperature for 3 minutes. Per customer supplied data, a system check on (B)(6) 2011, accutni calibration on (B)(6) 2010 passed within specifications. A system check performed on (B)(6) 2011 failed the washed portion. The customer ran a daily clean and reran a system check on (B)(6) 2011 which passed. Quality control results for three levels of accutni were within the customer's established ranges on (B)(6) 2011. A field service engineer (fse) was dispatched for the event on (B)(6) 2011. The fse replaced the pipettor, dispense probes, incubator belt, and incubator clips. The fse performed a high sensitivity system check which failed. The fse replaced incubator belt bearings and wash carousel bearings and reran the high sensitivity system check which passed. A root cause was not determined for this event.